Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt passed all continuity checks. Its tactile motor operated properly. The cardiac signal in both channels was noisy. Upon further inspection, it was found that there was a short circuit in one of the cables going to ECG b. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unk. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A male patient's nurse called customer support to report that the patient was receiving many arrhythmia alarms. Support had the nurse do a download and confirmed that the alarms were due to noise. Patient called back later in the day to state that he was still receiving alarms. Support had the patient do three more downloads and confirmed the alarms were due to noise. Support replaced the electrode belt.